Event description:
The stryker drill (set 018) was getting hot and ¿chattering¿ in or (operating room) this afternoon. The perforator attachment worked fine, but when the team switched to the black drill attachment (ref# 5407-120-450) that is when the noise and drill started to heat up per the surgical team. The surgeon was done using the drill at this point in the procedure, so a new drill was not opened to the field. The drill and attachment were both tagged and set aside.